Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data on the continuous glucose monitor graph was absent. Customer was not able to continue with troubleshooting at the moment and requested a follow up from tandem technical support. Tandem technical support made multiple follow up attempts with the customer, however, no response received.